Event description:
It was reported that this pacemaker exhibited oversensing of external noise on the right atrial (ra) lead. It was noted that at the time of the episode, the patient arrived at a hospital setting; therefore, technical services (ts) discussed the noise artifact that may be from a medical procedure and/or electromagnetic interference (emi). The involved ra lead is a non-boston scientific product. Additionally, atrial-driven pacemaker-mediated tachycardia (pmt) episodes were observed. No adverse patient effects were reported. This device remains in service.